Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this atrial lead was not capturing at maximum pacing outputs. The patient experienced symptoms from bradycardia from an intrinsic rate of 42 bpm and pacemaker syndrome. A procedure was scheduled and the atrial lead was explanted and replaced with another lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. There were cuts observed in the lead insulation and blood/body fluid in the helix housing and neck region of the lead lumen. The lead tip was returned in the extended position and appeared intact and undamaged. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. It was concluded that the damage to the lead was procedurally induced during explant.

Event description:
New information was received that the patient reported feeling shocks from the pacemaker and stated that the bare wire was touching his diaphragm. Boston scientific technical services (ts) contacted the local field representative to discuss the patient's concerns. The field representative stated that blood would be present in the lumen. The field representative also noted the lead was punctured near the terminal pin in order to gain vascular access for the lead revisions and indicated there would be multiple scalpel cuts in the lead insulation. The lead was returned for analysis.